Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, the allegation against the device was not confirmed. A visual inspection showed a hole in the right atrial (ra) and right ventricular (rv) seal plugs. Based on the memory log, the power usage was normal and all therapy was available while implanted. The device passed all diagnostic testing. Correction to field b2: outcomes attrib to adv event, f10: patient code. The patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited premature battery depletion (pbd). Subsequently, the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited premature battery depletion (pbd). Subsequently, the device was explanted. No additional adverse patient effects were reported.